Manufacturer narrative:
(B)(4). Batch # t92e28. Investigation summary: product complaint device was received in (B)(4). The device was CT scanned to further examine the anvil of the device. The CT scan shows the broken knife bands, knife band fragment, damaged anvil deck, and buckled knife bands. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the jaws of the device were closed on tissue and would not open. The reverse button was tried and it did not work. The manual over ride was tried and it did no work. A second like device was used to cut around the stuck device and the jaws would not close completely. A third like device was used to cut the stuck device out with no patient consequences reported.